Event description:
Per the clinic, the patient experienced skin overgrowth over the abutment site. Subsequently, the patient underwent a skin revision surgery using silver nitrate (specific date not reported) in order to excise the skin. The patient was also treated with topical steroids (specific date and duration not reported).